Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer was advised that recurring alarms may be due to site, set or reservoir issue. Customer was advised to try the remedies reviewed to prevent recurring alarms. The customer was advised to monitor the insulin pump and cal back if problem persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.